Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for noise oversensing and triggered a lead integrity alert (lia) for high-rate non-sustained episodes and high sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event. It was further reported via follow-up that at the pocket/lead revision procedure the physician was able to verify that the issue was a loose set screw on the implantable cardioverter defibrillator (ICD). All the lead measurements were within normal parameters. The lead was reinserted into the ICD and the pocket was closed. Both the lead and the ICD remain in use.